Event description:
It was reported that wire detachment occurred. A 180x25cm fathom,16 guidewire was selected for prostrate artery embolization treatment. During the procedure, the shaft of the wire broke inside the patient. The physician removed the broken wire in one piece. The procedure was completed with another fathom wire. There were no patient complications, and the patient is doing well.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The guidewire was returned, and it was observed that it was detached and bent at distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that wire detachment occurred. A 180x25cm fathom -16 guidewire was selected for prostrate artery embolization treatment. During the procedure, the shaft of the wire broke inside the patient. The physician removed the broken wire in one piece. The procedure was completed with another fathom wire. There were no patient complications, and the patient is doing well.